Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "after 3 minutes of use, the machine frequently alarmed for helium loss. The issue could not be resolved by adjusting the equipment and the catheter. As a result, the catheter was replaced, and the problem was solved". Additional information states that the secondary catheter was inserted at the same insertion site. The patient condition is reported as "fine".

Event description:
It was reported that "after 3 minutes of use, the machine frequently alarmed for helium loss. The issue could not be resolved by adjusting the equipment and the catheter. As a result, the catheter was replaced, and the problem was solved". Additional information states that the secondary catheter was inserted at the same insertion site. The patient condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.